Event description:
It was reported that the patient was dissatisfied with their artificial urinary sphincter. The patient was incontinent and using a pad a day. The device was functioning without issue. A few months later, a 4.5 cm cuff was added to the existing system. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.